Event description:
Home pt (hp) contacted baxter's technical svc ctr and reported a check lines and bags alarm while priming, using the homechoice (hc) system. With the assistance of technical svc rep, hp found clamps closed and port clamps on bags. After opening clamps, hp continued therapy with priming. There was no pt injury or med intervention reported at the time of the incident.